Event description:
The physician reported that the screw mechanism did not work properly and after several attempts he decided to use a new vega lead.

Manufacturer narrative:
Summary of investigation: as received the screw fixation was within the distal electrode profile. The fixation mechanism operated as specified. The mechanical, and dimensional measurements were within specifications, and review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported screw mechanism issue. All other electrical measurements were within specifications. A lead issue is not suspected to be related to the reported problem. For more details please refer to the attached report.

Event description:
The physician reported that the screw mechanism did not work properly and after several attempts he decided to use a new vega lead.